Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿

Event description:
It was reported that patient underwent an initial hip arthroplasty on an unknown date. During the procedure, a femoral stem was implanted then removed due to subsidence caused by incorrect sizing. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that during an initial total hip arthroplasty, the stem subsided. The surgeon had broached with a size 13 broach and placed the size 13 implant, but the implant had to be removed due to the subsidence. The surgeon finally had to implant a size 14 stem in the size 13 broached femur for a proper fit to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. A conclusive root cause could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that during an initial total hip arthroplasty on (B)(6) 2015, the stem subsided. The surgeon had broached with a size 13 broach and placed the size 13 implant, but the implant had to be removed due to the subsidence. The surgeon finally had to implant a size 14 stem in the size 13 broached femur for a proper fit to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Upon further review product was returned on november 23, 2015, however it was not deemed complaint product until december 21, 2015.